Event description:
It was reported that a spectrum pump did not recognize a closed door. It also reported there was no patient injury.

Manufacturer narrative:
MFR ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported "does not recognize a closed door", which was not reproduced. Evaluation found that the unit does not recognize a closed door, however, found the force required to secure the door above expected levels, and if not applied will cause door not fully latched alarms which correspond with the reported symptom. The door hooks and latch pins were replaced to correct this condition.